Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a tcar procedure, a dissection occurred with the enroute 014 guidewire. The physician determined that the dissection did not warrant further intervention.

Event description:
It was reported that during a tcar procedure, a dissection occurred with the enroute 014 guidewire. The physician determined that the dissection did not warrant further intervention.

Manufacturer narrative:
Complaint investigation is completed.